Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au480 chemistry analyzer and observed that the buffer syringe was filled with liquid in casing and syringe head was cracked. The fse identified the failure mode as a defective buffer syringe. The fse replaced the buffer syringe to resolve the issue. Section a2, a4 and a5: information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported obtaining high ise (ion selective electrode) which includes na (sodium), k (potassium), cl (chloride) and co2 (carbon dioxide) patient results. The samples were repeated on another analyzer with results considered correct. There was no report of change to treatment, injury, or death associated with event. The customer did not provide patient demographics. The customer provided data for twelve (12) patients.